Event description:
Registered 2 recalled philips respironics CPAP machines on 6/21/21. Have severe sleep apnea so I must use every night at home and when traveling. During the past 16 months I have contacted philips multiple times seeking info about my replacement machines. Have received zero specific info and continue to be forced to use the recalled machines. Further, both my machines were less then 1 year old at the time of registration and yet philips has said I could receive a used machine that could be several years old. This is wrong. Further, philips recently told me that my travel dream station go CPAP replacement is not a priority for philips so I have no idea how long I could wait to receive the travel CPAP replacement. I travel no less then 6 times per year and some trips last a month. My travel CPAP is a necessity for me but clearly not for philips. I believe philips has done a horrible job handling this recall and has provided me with no specific info concerning my replacement machines. Any help you can provide to move this process along would be greatly appreciated. FDA safety report ID # (B)(4).